Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not have x-ray to check placement post procedure" in 2015). There was no information on the patient's medical history or concurrent conditions. In 2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion medically important), menstruation irregular ("irregular periods post insertion") and menstrual clots ("no periods just big clots"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to menstruation irregular, menstrual clots or pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: this case was found to be duplicate of case (B)(4), all information source document from this case were transferred to case (B)(4). No new follow-up information was received from the reporter. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.